Event description:
The facility representative reported, an infusion pump with a channel a air sensor malfunction. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated, that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred, when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the customer reported issue was confirmed during service. Inspection of the device revealed defective channel a pump head mechanism, which caused the reported condition. The channel a pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.